Manufacturer narrative:
Physician reported that the capsule broke as the lens was implanted into the eye. The device history record for the lens and injector could not be reviewed as identifying information was not provided. The site indicated that no additional information would be provided for this event. The injector cartridge was discarded at the site. The lens remains implanted in the patient's eye.

Event description:
Physician reported that the capsule broke as the lens was implanted into the eye.